Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and found the collet bent and the tip sleeve sticking at position #4. The fe cleaned the tip sleeve and replaced the collet at position #4. The fe ran and passed the splld and user software without error. Repairs have returned this instrument to expected operation.